Event description:
It was reported that the health care professional (hcp) called technical services (ts) for a consult review of this implantable cardioverter defibrillator (ICD) stored supraventricular tachycardia (svt) episodes. Upon review, it was observed that the ICD had delivered inappropriate shock due to atrial undersensing. Ts discussed programming optimization options with the ICD. No adverse patient effects were reported. The ICD and right atrial (ra) lead remain in service.